Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that an unspecified number of pen ndl 31g 8mm experienced inner shield/outer cover/cap would not attach/detach during use. The following information was provided by the initial reporter: material no. 320881, batch no. 8231385. Verbatim: consumer reported, pen needles are not attaching to her insulin pen stated, the pen needles are too big. Stated, when she screws pen needle on, its loose. Cannot use them stated, express scripts sent her the wrong pen needles, she should have received, pen needles. Lot: 8231385. Expiration date 2023-07-31. Item: 320881.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 31g 8mm experienced inner shield/outer cover/cap would not attach/detach during use. The following information was provided by the initial reporter: material no. 320881, batch no. 8231385. Verbatim: consumer reported, pen needles are not attaching to her insulin pen stated, the pen needles are too big. Stated, when she screws pen needle on, its loose. Cannot use them stated, express scripts sent her the wrong pen needles, she should have received, pen needles lot: 8231385, expiration date 2023-07-31, item: 320881.